Event description:
(B)(4).

Manufacturer narrative:
The labeling for the device contains instructions for testing the device to assure it has been assembled and attached to the oxygen source properly. There is no indication from the described event that this testing performed. However there is an indication that it was removed and re-attached to the oxygen source and then functioned as expected. We have requested clarification as to what testing was performed.